Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The patient went swimming and now there is visible moisture behind the display, and pump is constantly rebooting. Patient denies any damage to pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/06/2013 with the following findings: during investigation, there was visible moisture in the display lens. The pump powered on with no vibratory function. The pump¿s audible tones were buzz and clicks. The keypad was found to be peeling from below the ok button up. None of the keypad buttons were functional. The keypad was removed and there was evidence of contamination found under the down arrow and contrast key contacts. No cracks or corrosion were observed in the battery compartment. The threads on both the battery compartment and battery cap were intact. Battery cap height and width measurements were within specifications. The pump failed a leak test due to a keypad leak. The pump was opened and corrosion was found on the internal components of the pump. Unrelated to the complaint, evaluation revealed the display was very dim and unreadable. A test display was used for investigation and was found to function appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.